Event description:
Ems tech inserted a bd insyte autoguard in pt while in an ambulance. After catheter was placed and needle retracted, retracted needle fell off stretcher and tech attempted to catch needle before it hit the floor. Upon catching needle, the needle came from out of protected shield and stuck ems tech. Ems manager stated that the falling needle created enough force to allow the needle to come out of the shield. Then the force of the spring retracted the needle back into the shield.

Manufacturer narrative:
The sample was discarded by the hospital. Attempts have been made to obtain additional info. Upon completion of the no sample investigation , a supplemental report will be submitted.